Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to product as follow up phone conversation indicated that no issue/problem with lens, only a tear in capsular bag. Lens not being returned since there is no issue; questionnaire not completed because the customer didn't think relevant due to no lens complaint. Based on this information, the device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was not implanted due to a rupture in the capsular bag. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).